Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: the damage found was sustained during the surgical procedure. The lead was otherwise normal. Date of event unknown.

Event description:
It was reported that exit block was observed. The lead was explanted. The patient condition was good after the procedure.